Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was noted. All currents are within spec. No damage was found on lcd isolation tape. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 49 mg/dl. The customer treated with sugar tab. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.